Manufacturer narrative:
Correction: d4 catalog number previously 139114a, changed to 138114a. Evaluation: one 138114a was received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the device found that the device had encroached into the seal area after the sealing process was finished. The device was dye leak tested, however, no breach of sterility was observed. Due to the encroachment of the device, the seal width was less than 0.25 inches. A review of the DHR found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following; these devices should be inspected before each use. Visually examine the devices for obvious physical damage including; cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to (B)(4) for evaluation. A supplemental and final will be filed following the completion of the device and complaint investigation.

Event description:
During incoming inspection, the distributor rejected (1)138114a pb ext std blade, for an insufficient heat seal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.